Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the during the implant procedure, the battery impedance was under 50 ohms for all configurations that included case. There were no environmental/external/patient factors that may have led or contributed to the issue. They ran the impedance four times with increase pulse width and rate. They also unscrewed the battery, dried it, and re-screwed before testing. The ins was replaced with another ins, and the issue was reportedly resolved at the time of the report. The rep noted surgical intervention had occurred, referencing the replacement of the battery with another of the same model during the implant procedure.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) found that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep confirmed that the issue was a faulty battery which occurred during the implant procedure. The issue was resolved during that surgery with a replacement device. The faulty device has been returned.